Event description:
A patient with complete heart block was undergoing placement of a dual-chamber pacemaker implant. After the placement of an ela ventricular lead in the right ventricular apex and an atrial lead, both leads were connected to the ela sorin reply device which had exhibited intermittent loss of capture in the v lead. Another device was tried and also failed. A zephyr st. Jude generator was then connected and functioned successfully. There did not appear to be a problem with the leads since the third pacemaker worked. There was no patient harm.